Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) level readings of "high"; specific value was not provided. Cause was not known. On (B)(6) 2023 customer administered a bolus via the pump to address the issue and called "911 emergency response". Customer went to the hospital and was treated with "fluids"; nature of fluids was not known. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.